Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle broke during surgery.

Manufacturer narrative:
Examination of a provided product photograph confirms a fracture of the instrument handle material. The instrument was not returned for examination. A complaint database search finds no other handle fracture reports against this product / lot combination. A two year database search against this product code finds no trend for handle failure where wear out and/or use error was not a factor. Manufacturing or material error has not been identified. The investigation is not able to determine a root cause using a product photograph. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.